Event description:
The customer reported being in the emergency room with high blood glucose of 500mg/dl and vomiting. The customer mentioned having problems in finding the right place to insert with the current infusion set. The caller did not receive any alarms, but she did change the infusion set twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.